Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Broken outer sheath the device was received blade and the friction lock button disassembled. Upon visual inspection in was noted that the outer sheath was broken near to the pin hole. The damaged of the outer sheath did not allow the assembly or disassembly. No functional test could be performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the reported issue.

Event description:
It was reported that during an ovarian cyst procedure, the body of the probe broken down. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.